Manufacturer narrative:
The autopulse platform (sn (B)(4)) in complaint was returned to zoll on 09 january 2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The user was unable to clear ua 45 error message. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(6) displaying a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during functional testing and confirmed during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at home position in which likely attributed to user error. Upon visual inspection the clutch plate was observed to be sticky. This observation is not related to the reported event. The archive data was reviewed and contained multiple user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message occurred on the reported event date. Evaluation of the platform during initial power up, revealed a ua 45 error message on the user control panel. It was indicated that the driveshaft was not in home position. The driveshaft was readjusted back to home position and clutch plate was deburred. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Note ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical records were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).